Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/3/2020. H.6. Investigation: one video and multiple samples were provided to our quality team for investigation. Upon reviewing the video, one injector is observed to be connected to a small syringe, however, there is no mating component connected onto the injector. The user is seen applying a significant amount of pressure on the optima membrane which then creates a leak of fluid. Visual assessment was performed on the samples provided and identified they had been used therefore additional testing could not be performed. Ten retained samples of lot 1909106 and eleven samples of lot 1907104 were used for additional evaluation. The product was visually inspected and no defects or damages was observed on the injectors or injector membranes. The injectors were connected to a sample connector and measured the amount of pressure the membrane could withstand after ten penetrations, all product met required specifications and no leakages were observed. A device history review was performed for reported lots 1907104 and 1909106, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the injector ten times to verify if any leaks occur. Testing results were reviewed for the reported lots and no issues were identified. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Considering the video received, a misuse of the device may be considered as the root cause of the incidence reported.

Event description:
It was reported that an unspecified number of bd phaseal optima injector (n35-o) experienced leakage from the injector and mating component during use. The following information was provided by the initial reporter: material no: 515052 batch no: 1907104,1909106 four pharmacy technicians and ten nursing leads present during evaluation. Bd presetting bd phaseal optima. During the subcutaneous demonstration a 3 ml ll tip lot 9120928- expires 2024 04-30 with 1.8 ml of tap water. The injectors added to syringe with 1.8 ml water . When the evaluators depressed the syringe the water sprayed out of the bd phaseal optima injectors membrane. Two, lot number of injectors were on site, both injectors experienced same spray motion . Eight to ten evaluators experienced the spray motion. 25feb2020: additional information: how many samples do we have that failed? More than 8 and the samples from the presentation. Do we have samples from both injector lots (1907104 and 1909106)? -yes but they are without packaging. Do you know if any of the samples were penetrated before use with syringe? ¿ some where penetrated once into an infusion adapter to gather diluent for the demo, lot expiring feb 29/20 however when the incident occurred we added fresh straight from packaging ¿ lot expiring in aug/2020- same spray result did all the samples that failed have same ¿spray¿ or there were ¿droplets¿? ¿ spray like a water pistol at a kids birthday party.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1907104, medical device expiration date: 2020-02-29, device manufacture date: 2019-07-17. Medical device lot #: 1909106, medical device expiration date: 2020-08-31, device manufacture date: 2019-09-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd phaseal optima injector (n35-o) experienced leakage from the injector and mating component during use. The following information was provided by the initial reporter: material no: 515052, batch no: 1907104,1909106. Four pharmacy technicians and ten nursing leads present during evaluation. Bd presetting bd phaseal optima. During the subcutaneous demonstration a 3 ml ll tip lot 9120928, expires 2024-04-30 with 1.8 ml of tap water. The injectors added to syringe with 1.8 ml water. When the evaluators depressed the syringe the water sprayed out of the bd phaseal optima injectors membrane. Two, lot number of injectors were on site, both injectors experienced same spray motion. Eight to ten evaluators experienced the spray motion. 25feb2020: additional information: how many samples do we have that failed? More than 8 and the samples from the presentation. Do we have samples from both injector lots (1907104 and 1909106)? Yes but they are without packaging. Do you know if any of the samples were penetrated before use with syringe? Some where penetrated once into an infusion adapter to gather diluent for the demo, lot expiring feb 29/2020 however when the incident occurred we added fresh straight from packaging, lot expiring in aug/2020, same spray result. Did all the samples that failed have same ¿spray¿ or there were ¿droplets¿? Spray like a water pistol at a kids birthday party.